Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on (B)(6)2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 28041b, reader sn (B)(6)). Repeat cue covid-19 test performed on (B)(6)2023 provided a negative result. Customer experienced minor symptoms (sore throat, slight congestion) but has had no known exposure. Cartridges were stored within the validated temperature range. The information for this event was initially submitted through webtrader as MDR report number 3016758165-2023-00655 su on (B)(6)2023. Please disregard MDR report nubmer 3016758165-2023-00655 su. On (B)(6)2023, customer reported they tested positive with an unspecified rapid antigen test on an unknown date and positive with another cue covid-19 test, however, customer did not state they were questioning this result.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.